Manufacturer narrative:
The hospital sent the bedside monitor to the spacelabs equipment service center, which replaced a damaged display power cable during the repair. The information initially reported was inaccurate, and this monitor was not involved in a patient incident. This report is considered final. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the field service engineer on september 25, 2021, that a qube monitor ¿went blank¿ while monitoring a patient. The patient passed away. The biomed director reported the death was not directly related to the monitor issue.